Event description:
Healthcare professional reported right side "revealing a seroma under tension with approximately 500 cc of clear fluid¿, "ganglionic formation with characteristics indicative of inflammation", "macrocalcifications" and "capsular contracture baker grade IV". The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, seroma and lymphadenopathy are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma and lymphadenopathy.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. ¿ seroma: unable to observe. ¿lymphadenopathy: unable to observe. ¿ calcification: not observed. As per the investigation procedure, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "revealing a seroma under tension with approximately 500 cc of clear fluid¿, "ganglionic formation with characteristics indicative of inflammation", "macrocalcifications" and "capsular contracture baker grade IV". The device has been explanted and replaced.